Manufacturer narrative:
Stryker orthopaedics is a distributor of this device, which is manufactured by osartis. The manufacturer has responsibility for regulatory decisions and MDR/mir reporting. Supplier has been notified. Serious injury reports for hv products are also filed by stryker personnel. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
Dr. Revised a right medial uni knee to a primary all-poly cs triathlon due to infection.

Event description:
Dr. Revised a right medial uni knee to a primary all-poly cs triathlon due to infection.

Manufacturer narrative:
Reported event: an event regarding infection involving simplex hv cement mix was reported. The event relates to product supplied by an OEM. Conclusions: the reported device is an OEM product. OEM supplier investigation results ref # (B)(4). Immediate action: check of batch documentation and retain sample. No deviations. Root cause: possible reasons for a revision due to infection are product, patient or user related. Final risk assessment: to exclude a product specific cause, the batch documentation was checked and retain tests (handling and sterile test) had been done. No deviations. Following, a product specific cause can be excluded. Corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by the OEM.